Event description:
The patient experienced "popping" sounds and fading sound with the device. Device analysis concluded that there was evidence of body fluid ingress through a tear in the silicone carrier. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.